Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, once in a while during the night, the patient used the bathroom and when they got back to bed they felt like their bladder was not completely emptying. They stated that during the day they did not feel this way - only at night and they did not see much of a difference with the device. The patient mentioned that they don¿t remember why the device was put in and did not understand in the beginning that it really depends not so much every time the go to the bathroom but on how much they drink. They further noted that if they don¿t drink as much they don¿t go as much. The patient stated that they had a tendency not to drink as much because they know they then have to go to bathroom. They did not feel the voiding diary was accurate because it doesn¿t show how much liquid they were drinking. It only record down the times they go to the bathroom. When trying to use the programmer, the patient kept seeing the interstim icon and a low programmer battery message screen. The screen was able to be bypassed and it was determined the patient was on program 2 at 6.5 and the stimulation was on. The patient then stated they saw program 1 at 0.0. When they attempted to increase the stimulation they saw the upper limit screen. The patient was guided through going back to the setting of program 2 at 6.5 where they felt the stimulation. It was reviewed that they could go as high as 8.5. Programmer icon, screen, and button use were reviewed the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that, since the last report, they thought the ¿more stimulation you have the better¿ and they ¿had it up to 7 something¿ but was lowered to 3.5 volts on the current program 3. They further mentioned that their urgency was horrible, that they had to take myrbetriq too, and really had problems at night as they had been wearing a thick pad. About a week ago, the patient went to see their doctor where it they ¿put it down to 3.5 volts¿ on program 3. It appeared that the doctor actually moved them to program 3 at 3.5 volts as the patient thought they had lowered the stimulation from 7 to 3.5 on program 2. With assistance,the patient increased the stimulation to 3.7 volts and was going to try this setting to see if it helped with their symptoms. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she had a fall about 1.5 weeks prior, hurt her back and stated she landed on her tail bone. She also stated she was still wetting at night. The patient was currently on program 3 at 3.2, wondering if she should increase stimulation to see if that would help with her symptom. The programmer showed the stimulation was on. During the call, the patient increased stimulation to 4.0 v on program 3. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that, since implant of the device (also noted as starting in (B)(6) 2018), their back pain had become worse. The pain was in their lower back, mostly on the left side, but they now felt pain on their right side. Also, the patient reported that they had not noticed any symptom control (never experienced therapeutic effect) and still took oral medication. They mentioned that they had made adjustments themselves. Programming guidance was reviewed with the patient. They did not have time during the report to discuss further and was redirected to the healthcare professional (hcp) for the issues although they had not done so yet. There were no further complications reported or anticipated.